Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's flow sensor assembly was found to be blocked with contamination. The flow sensor assembly needs to be replaced to address the issue.